Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead due to pacing impedance measurements greater than 2,000 ohms. The lead was explanted and successfully replaced. A lead fracture was suspected. No adverse patient effects were reported.